Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that multiple pts have presented with corneal edema and elevated intraocular pressure on one day postoperative visits. The pts had undergone cataract with intraocular lens implantation surgery. Add'l info has been requested.